Manufacturer narrative:
Evaluation summary: surgical notes were returned for the revision and implant surgeries. The implant surgical notes indicate that excellent fit and range of motion was obtained. The revision surgical notes state that the patient was revised for femoral loosening. It is noted that the femur had extensive osteolysis and the femoral component was removed easily. X-rays were not provided, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It was reported that the patient's knee was revised due to pain. Revision operative notes state the femoral component was found to be loose. The patella component was not revised.